Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
On (B)(6) 2021 customer returned insulin pump for an alleged motor error alarm. The device passed rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. The insulin pump history download using thds was successful. Motor error alarm was confirmed in the insulin pump history download on 10/19/21 at 00:35:40. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked reservoir tube lip, scratched case, stained address/serial number. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The device passed all required test. No unexpected motor error alarm noted during testing. However, motor error alarm was confirmed in the insulin pump history download on (B)(6) 2021 at 00:35:40.